Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. With another battery attached, the device functioned normally. No high current drain sources were detected. The device was tested on the bench and our automated testing equipment and found to be normal. The battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause for the device reset. .

Event description:
It was reported that the device had gone into backup with therapy disabled. Device was explanted and replaced.